Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. During technical site visit, fse (field service engineer) performed system verification. The fse confirmed that the system is within specification per service installation record. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received states that the steroid drop was increased. The patient was seen in follow up and the diffuse lamellar keratitis resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported diffuse lamellar keratitis inferiorly at the superior hinge in the left eye of a patient post lasik. Additional information received.